Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the product have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, opening the package, the reservoir swelled, so it could not be used. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.